Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the drill adaptor showed some signs of grinding with the drill bit during a surgery. Surgeon and field service engineer heard something that sounded like metal grinding on metal during drilling and some metal flakes could be seen after the drill bit was removed from the adaptor. Surgeon applied some irrigation of saline water. However, the drill bit did not fuse with the adaptor as has been seen previously. Neither the drill bit or drill adaptor had noticeable damage and both continued to function afterwards. The surgeon will be keeping the adaptor for now to continue using for future cases.

Manufacturer narrative:
It was reported that the drill adaptor s/n (B)(6) showed some signs of grinding with the stryker gray 3.2mm drill bit. Surgeon and company field service engineer heard something that sounded like metal grinding on metal during drilling and some metal flakes could be seen after the drill bit was removed from the drill adaptor. It was not confirmed from which device the metal flakes were coming from. Reportedly, neither the drill bit or drill adaptor had noticeable damage and both continued to function afterwards. The drill adaptor s/n (B)(6) was kept by the surgeon for future cases. Based on the available elements, the most probable root cause is that the user started to drill when the cutting area of the drill bit was still inserted in the drill adaptor. However, this cannot be confirmed as the part was not returned for analysis. D4 unique identifier (UDI) #: (B)(4). Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H4 device manufacturer date. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
It was reported that the drill adaptor showed some signs of grinding with the drill bit during a surgery. Surgeon and field service engineer heard something that sounded like metal grinding on metal during drilling and some metal flakes could be seen after the drill bit was removed from the adaptor. Surgeon applied some irrigation of saline water. However, the drill bit did not fuse with the adaptor as has been seen previously. Neither the drill bit or drill adaptor had noticeable damage and both continued to function afterwards. The surgeon will be keeping the adaptor for now to continue using for future cases.